Event description:
A malfunction alarm was reported on the pump, identified as malfunction code 9. There was no adverse impact to the customer's blood glucose level, as the level did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump and assisted the caller in completing the reset, successfully resolving the issue without recurrence. Customer was advised to continue using the pump and to call back if any malfunction codes reappear.